Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and (B)(6) cannot be conclusively determined through this evaluation. Additional information regarding the patient outcome, including product return availability, was requested from the account; however, no further information has been provided at this time and (B)(6) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6)2022.